Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 510 mg/dl and no delivery alarms. Customer indicated that the issue was resolved by a complete set change. Troubleshooting found that the pump appeared to be working as designed. Customer had a tubing clamp but declined to perform the high pressure test. The customer was advised to follow up with their doctor regarding their blood glucose.